Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included motor vehicle accident, vomiting, allergic reaction nos, facial swelling, hives, skin rash, dermatitis, irregular menstruation, penicillin allergy, drug allergy, drug allergy, drug hypersensitivity, allergic rhinitis, anemia and ankle injury. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, abdominal pain upper, back pain and vulvovaginal pain was resolving. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraine, headaches, dysmenorrhea (cramping), fatigue, stomach pain, back pain and vaginal area pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included motor vehicle accident, vomiting, allergic reaction, facial swelling, hives, skin rash, dermatitis, irregular menstruation, penicillin allergy, drug allergy, allergic reaction to analgesics, drug hypersensitivity, allergic rhinitis, anemia and ankle injury. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain upper ("stomach pain"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain"), abdominal pain ("abdominal pain") and complication of device insertion ("she told there was a chance I could still get pregnant and there might be some bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, fatigue, abdominal pain upper, back pain and vulvovaginal pain was resolving and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, complication of device insertion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received:events abdominal pain,complication of device insertion added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.